Event description:
Additional information was received that they will continue to monitor the patient. No further actions taken as of now.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
----

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high, out of range shock impedance measurements that was detected via the patient's remote home monitoring system. No other lead measurements were reported. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that device was explanted due to normal battery depletion (nbd). This device was returned for analysis. No adverse patient effects were reported.